Event description:
Customer reportedly received results in the 300's, 200's, and 400's (mg/dl) within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.